Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Additional information as follows was requested at complainant the latest one on april 10, 2017 ¿ is another surgery planned? ¿ implant date ¿ surgical report ¿ all available x-rays during time in- vivo with printed date ¿ all available intraoperative pictures ¿ patient dob, weight, height, bmi and all relevant history ¿ were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related non-compliance, patient anatomy) trend analysis: no trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: patient had znn cmn nail, implanted on an unknown date and after patient's recovery, surgeon planned to remove the nail. On (B)(6) 2017 when surgeon tried to remove the lag screw, it got deformed and broken. The surgery could not be completed, implants remain still in place. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation - the correct removal of the znn nailing system is described in the surgical technique of the device. Possible causes for the breakage of the lag screw tabs/slots: a not fully engaged and securely connected lag screw inserter/ lag screw retaining shaft. If the contact surface of the instrument and implant is too small, too high forces will be transmitted on the cams which leads to a fracture of this section. Excessive bone ingrowth onto the lag screw due to long in vivo time of the implant system, which makes high forces needed to remove the screw in a revision case. Some cases are known were a removal was planned 25 months after implantation whereas a fracture should be united within 6-9 months. In this the in vivo time is unknown. Pathogenic bone diseases (e.g. Bone tumor) which affect mechanical properties of the bone (harder/ denser bone substance). However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review as they are still implanted. X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a cmn femoral nail on an unknown date. The removal of the nail after the patient's recovery was planned on (B)(6) 2017. During this removal surgery, when the surgeon tried to remove the nail, the junction of the cephalic screw with the removal tool was not strong enough and the screw deformed and broke. It was not possible to complete the procedure and the device has been left in place.